Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the sensitivity was out of specification. The main printed circuit board (pcb) was out of specification electrically. It was also noted that the upper case was broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initial analysis confirmed the reported event, the sensitivity was out of specification. The main printed circuit board (pcb) was out of specification electrically. The main pcb was then further analyzed and the current draw was functionally normal. Output and sensitivity were tested with no anomalies found. Output waveform was normal, power was then switched to a battery with no differences seen. Overall, no anomalies found with main pcb subassembly. It was also noted that the upper case was broken and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) had to be turned up to 20ma to capture, while in use on a patient. The epg was changed to another unit and was able to capture at 10ma. When it was checked by the biomedical engineer with a sigma pace 1000, the sensitivity was found to be out of specification. No patient complications were reported as a result of this event.